Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that his previous ins wasn¿t working/went totally dead. The patient reported that he waited until the new system was available and had the implant replaced and in order to be able to have future mris. No further complications were reported.